Event description:
The hospital reported that in the middle of an endoscopic vein harvesting procedure, the connical tip came off in the leg. They were able to retrieve the piece through the original incision. There was no additional intervention required. They opened an accessory pack to complete the case. The hospital did not report any patient complication.

Manufacturer narrative:
Investigation results: the visual inspection showed that the dissection tip detached from he juicer body at the point where they were glued together with adhesive. A detailed visual inspection of the juicer and dissection tip components showed that residual adhesive was present on juicer od and dissection tip ID. When the dissection tip was reassembled with the juicer body, it formed a complete assembly. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.